Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, the alarm was silenced, settings reviewed, clamp closed, cassette removed and gently tapped, and the tubing massaged. Per reporter, despite replacing the cassette, the alarm persisted. Troubleshooting was repeated, but the alarm persisted. The patient was redirected to the clinic. The reservoir volume was 10.8ml, the rate was 2.4ml/hr, and 99.2ml had been given. No patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.